Manufacturer narrative:
A.5 is unknown. The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that the impella cp started in auto. The peel away sheath was removed and impella repositioning (repo) sheath was advanced. Side port contrast shot showed the repo sheath was occlusive. A 6 french arrow sheath antegrade to the left femoral artery was placed to restore distal flow. It was further reported that the impella access site was oozing so the staff ensured angle match and the physician tightened pre-placed perclose sutures. This slowed the oozing down. While in the intensive care unit, the nurse stated that the patient oozed from all access sites overnight and was not able to obtain pulse to the left foot. The physician stated that the patient will be escalated to an impella 5.5. The patient survived the event.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The root cause of access site bleeding was determined to be use issue because the bleeding was resolved by tightening the pre placed perclose sutures. The root cause of the limb ischemia could not be determined.